Event description:
It was later reported that the alarms resolved with the controller exchange. It was noted that once the controller was exchanged, it could not be connected to the power module and log files could not be downloaded.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: worn markings on the connectors of both power cables. The reported events of the controller not communicating with the system monitor and atypical power cable disconnect alarms were confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6)); the reported alarms were also confirmed via analysis of the log file downloaded from the controller. The controller did not pass the preliminary test due to not communicating with the system monitor. The controller power cables were replaced with test power cables and the issue resolved; the controller was communicating with the power module/system monitor appropriately. The controller was then functionally tested and passed without any issues. The controller was also connected to test 14v batteries with the returned power cables and the reported power cable disconnect alarm was reproduced while manipulating the white power cable near the white power cable connector; the alarm resolved shortly after activating each time. The integrity of the wires underneath the white power cable was evaluated revealing that multiple wires were damaged. The white power cable of the returned controller was opened, and inspection of the underlying wires revealed that the wires associated with the communication lines were broken; this prevented the controller from communicating with the system monitor. No damage was observed throughout the brown wire; however, careful manipulation of the brown wire resulted in the wire completely breaking under the white power cable connector. This indicates that the wire was partially broken underneath the white power cable connector, which resulted in the atypical power cable disconnect alarms activating when manipulating the cable. The controller event log file downloaded from the returned controller contained approximately 3.5 hours of data (07jul2023 from 7:03:23 to 10:39:22 per the timestamp). Atypical power cable disconnect alarms activated due to white power cable faults activating not consistent with power source exchanges; the alarm resolved shortly after activating each time. The driveline was disconnected on 07jul2023 at 10:37:45 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported events were determined to be broken wires underneath the white power cable; the cause of the damaged wires appears to be consistent with repetitive flexing of the cable over time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 09jan2023. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and driveline communication fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having connect power alarms on batteries. The clips and batteries were replaced but the alarms persisted. A controller exchange was performed.